Manufacturer narrative:
The ge rep conducted an onsite investigation. The generator was replaced and re-calibrated. The system was tested and operates as intended.

Event description:
The customer reported that the 7700 system would shut itself down. No pt injury was reported.